Event description:
In 2007, customer returned the unit back to the franchise location alleges that he smelt it and saw the smoke, so unplugged it immediately. No property damage or bodily injury was reported by customer. That same day, the customer was given a new guardian air in exchange for the damaged unit. Customer agreed to the exchange and was satisfied. The following week, aerus' quality engineer received the damaged unit and performed a forensic analysis to determine the cause of failure. The engineer's conclusion reveals the fire occurred as the result of an internal failure of the pcb mounted power transformer. Why the transformer failed is yet to be determined. Investigation will continue.